Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. After further product label review, the supera stent was implanted 3 months after the expiration date. The expiration date of the product is important for the sterility, efficacy, and performance of the device. It should be noted that the supera instruction for use (IFU) states: use this device prior to the ¿use by¿ (expiration) date as specified on the device package label. The investigation determined the reported complaint was use related. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion a lesion located in the right popliteal artery that was moderately tortuous and 100% occluded prior to the intervention. A supera stent was implanted at the lesion. After stent implantation, it was noted that the stent was expired. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided

Manufacturer narrative:
See h11h6: medical device problem code 2993 removed.